Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that implantable pulse generator (ipg) displayed incorrect date and time stamps on collected capture management data. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.